Event description:
Ous MDR - after an implantation time of about 53 months, a shock impedance >150 ohm was reported. It was also reported that the lead was damaged at the upper shaft during the explantation. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed visually and electrically. During the visual analysis of the lead, it was noted that the insulation was damaged by fraying. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The cuts in the insulation are probably results of the explantation process. The complained-about shock impedance of more than 150 ohm could not be confirmed. However, the electrical analysis showed a low pacing impedance of 200 ohm. There were no indications of material defects or manufacturing errors.